Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the pt's trachea and required direct visualization with a laryngoscope. The clinician was able to see the capsule sitting just above the vocal chords. The capsule was successfully retrieved with a retrieval net. After the procedure, it was noted that the pt was coughing up blood, but lessened upon discharge. At the time of discharge the pt was reported to be ok.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.